Event description:
Related manufacturer reference number: 2017865-2022-45366. It was reported that the patient presented for a routine generator change. It was noted that the right atrial (ra) lead exhibited high capture threshold. During the procedure, the ra lead was unable to be removed from the old pacemaker as the torque screw did not engage in the screw and did not rotate. The lead was capped (B)(6) 2022 and the pacemaker was replaced. The patient was stable.

Manufacturer narrative:
The reported event of the atrial setscrew could not be loosened was not confirmed. Upon receiving the device for analysis, the setscrew was found untightened, and the lead removed from the connector. The dimensions of the connector ports were at their minimum dimensions which is still passable. No device anomalies were found.